Manufacturer narrative:
The device was not returned for analysis. Based on the report, the issue was procedural rather than device related. The manufacturing record for this lot was reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient developed a headache following a trial procedure. The physician indicated that there was a dura puncture during the procedure and the patient received a blood patch. The patient continued to experience headache and therefore the physician removed the leads. There was no other report of complication. Follow up report indicated that the headache has resolved and the patient recovered without sequelae.